Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin leaking into reservoir canal. The customer¿s blood glucose level was 400 mg/dl. Customer stated that she woke up in the morning and blood sugar was high 357 mg/dl. The customer was treated for high blood glucose. Troubleshooting was performed for high blood glucose and leaking of reservoir. Customer reported that the location of the leak was bottom of reservoir. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.